Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 7. The technical service representative (tsr) explained the alarm to the home patient (hp), assisted to clear the alarm, advised to end therapy and start over with new supplies, and to call his nurse. The tsr discussed continuous ambulatory peritoneal dialysis (capd) with the hp also. The hp stated that he would start over with new supplies. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp, it was revealed that he did not do anything unusual during therapy, he did not disconnect, etc.. The hp stated he resumed therapy using new supplies. The hp did not contact his nurse regarding the alarm. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) was not confirmed. A root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.